Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error or no delivery alarm noted and the motor passed the motor test. No rewind anomaly noted. Unit passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error during normal use. Customer's blood glucose was 133 mg/dl. Customer's mother does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer's mother was advised to disconnect the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.